Manufacturer narrative:
The event took place outside of the united states (B)(6) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 for infection. Approximately 4 months after the first surgery. The surgeon explanted 2 locking screw, 2 standard screw, 1 post extension, 1 glenoid baseplate, 1 centered glenospere with screw, 1 humeral cup 135/145 ø40+3 and 1 huméris stem size 08. The surgeon implanted 1 standard screw, 1 post extension, 2 locking screw, 1 glenoid baseplate, 1 centered glenosphere, 1 humeral cup 135/145 ø36+3 and 1 huméris stem size 12.